Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite t301 st sil 8,5f IV reference (B)(4) from batch 37024555. Device history record: batch record file number 37024555 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another complaint was reported on this batch released in february 2024. The complaint was reported by the same end customer. Summary of investigation. No sample was returned for investigation. -additional information transmitted: (B)(6) 2024: access port implantation (B)(6) 2025: patient admitted to hospital with cholecystitis, pneumonia and infection of access port. Explantation of the access port and cholecystectomy were performed on the day of admission. Antibiotic therapy targeted at the e. Faecalis bacterium in question began during hospitalisation, aortic valve endocarditis was diagnosed with aortic valve insufficiency. (B)(6) 2025: aortic valve replacement was performed and the patient was transferred to surgical intensive care. (B)(6) 2025: the patient was readmitted to [?]conventional' intensive care. (B)(6) 2025: antibiogram for staphylococus aureus bacteria the main problems in intensive care were persistent respiratory failure and ischaemic cerebral infarction. Thrombosis of the jugular vein. (B)(6) 2025: patient died of septic multivisceral failure. - manufacturing step review: all the manufacturing steps that could lead to the described event were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packed in a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. - bibliographic research on the identified bacteria: e. Faecalis is mainly responsible for urinary tract infections, usually secondary to urological investigations, subacute endocarditis of native valves or prostheses, following digestive or urological investigations, intra-abdominal infections (biliary, etc.) And various suppurations. Enterococcal superinfections are frequently polymicrobial (enterobacteria and anaerobes). Like all enterococcus, this species can be selected by certain antibiotic treatments. Infections may be nosocomial in nature. Staphylococcus aureus, the golden staphylococcus, is a major pathogen responsible in particular for skin infections, most of which are superficial, but also for deep-seated infections: bacteremia, infective endocarditis, osteoarticular infections, etc. S. Aureus has coagulase, as opposed to coagulase-negative staphylococci. This bacterium is often implicated in nosocomial infections, making it an important pathogen to monitor in hospital environments. Root cause: the infection was detected one year after implantation. The IFU provides recommendations for keeping the access port in operation and preventing infections, for several years. Based on the information received, it is then thought that this incident is not directly imputable to the device but it is a adverse event related to patient condition. Septic shock is a serious complication of sepsis, i.e. An abnormal and excessive reaction of the immune system to an infection caused by bacteria. In addition to the immediate risk of death, patients suffering from septic shock can suffer multiple acute complications and chronic sequelae that affect their quality of life. They may suffer kidney failure, respiratory distress syndrome, liver failure, heart failure or coagulation disorders leading to haemorrhage or thrombosis. Conclusion: the performed investigations reveal that: - the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. - staphylococcus aureus and e.faecalis are widespread pathogens and often cause nosocomial infections. The global complaint rate for infection on celsite access ports is very low (0,001%). The incident is not imputable to the device. No actions plan is foreseen at this time.

Event description:
Port explantation due to infection of the port and septic shock. Action taken: access port intervention: surgical port explantation. Outcome of event: death (B)(6) 2025.